Manufacturer narrative:
Section d4: serial/lot number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a battery leak on the 14v li-ion battery (serial number: (B)(6)) could not be confirmed. Provided information stated that the battery would not return for analysis, and that there was no information available about how the battery was damaged. The root cause of the reported event was unable to be determined through this analysis. Inspection data was reviewed for the 14 v battery (serial number: (B)(6)) was reviewed, revealing that the battery passed all inspection testing. The heartmate 3 patient handbook section 3 - "powering the system" states that if a 14 volt lithium-ion battery leaks, do not touch the leaking fluid. If the fluid touches skin or eyes, wash the affected area with plenty of water and seek medical advice. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their batteries ¿ for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the universal battery charger (ubc) motherboard had damaged components. A battery leaked in slot 3. The system was not turned on and no functional test was performed due to the damaged components on the motherboard. The housing, motherboard, and pocket cable were replaced.